Event description:
When the device was used during a bowel resection procedure, the surgeon fired it across the bowel. Upon releasing it, the surgeon noticed the staple line was not together, and the contents of the bowel spilled into the abdomen. The surgeon cleaned up the spill and used another device to complete the case. There was no reported pt consequence.